Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for hemostasis treatment of a gi bleed. The resolution clip device did not deploy. Specific of how the clip would not deploy are unknown at this time. The clinician has indicated that the device possibly bent in the scope. The patient was treated successfully via cauterization of the bleed sits. No further information is available.